Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. During emergency procedure, the ivs hung up and the system entered backup review mode. The complete system was available after system restart. The investigation is based on expert discussions considering complaint description, cs reports, system log files and system history. The log file analysis shows that the image visualization system (ivs) suddenly hung up and system entered backup review mode. During backup review mode, acquisition, fluoro and review functionality is still available in the exam room monitor, but post processing and patient registration is affected. Based on the log files a system drive error could be detected. The local service engineer identified the defective system drive and replaced it. The issue has not reoccurred. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the ivs hung up causing a delay in procedure. A system restart was attempted, but was unsuccessful. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.